Event description:
It was reported that during a total thyroidectomy, the emg tube got ¿floppy and soft¿ and the anesthesiologist could not intubate the patient. The surgery had to be cancelled. The event was clarified as follows: ¿anesthesia could not intubate with the nim contact tube using a glide scope, despite 3 attempts. They caused significant airway edema. Patient had a massive sub-sternal goiter, and, given the airway edema, the case was cancelled to be rescheduled at a later date.¿ it was confirmed that ¿the case was rescheduled at penn medicine, hospital of the university of pennsylvania. The operation was completed without incident, without use of the nim tube.¿

Manufacturer narrative:
This device is used for therapeutic purposes.(B)(4). Product evaluation: no analysis results available; device discarded by user facility and not returned. Method: no testing methods performed.

Manufacturer narrative:
Brand name: emg tube 8229737 3pk nim trivantage 7mm. Model #: 8229737. Date MFR rec: november 12, 2014. PMA/510(k): k112686.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.